Event description:
On two occasions the display went white then blank and the pump turned off. The pump was restarted. The second time it occured, the screen read "full cpu failure." The pump was exchanged. There were no reported pt complications.